Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported an alert regarding rv lead amplitude range. The patient had a signal of 1.5mv when sensing if fixed at 2.5mv. The patient was brought into the clinic and various tests were performed. Amplitudes were acceptable at greater than 20mv, but it did vary in the trend. Isometrics did not produce noise. There were pvcs in counters and pacing had gone up from 16 to 32%. There is no mention of an explant. It's believed this lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.